Manufacturer narrative:
Concomitant: 6935m55 lead, implanted (B)(6) 2012; 419478 lead, implanted (B)(6) 2011.

Event description:
It was reported that the right atrial (ra) lead had dislodged. It was noted that the ra lead was also under-sensing and failed to capture at maximum outputs. The ra lead was re-positioned. It was further reported that the ra lead dislodged again with loss of capture and under-sensing. The ra lead was explanted and replaced. No patient complications have been reported as a result of this event.